Event description:
It was reported that the patient presented for an elective pacemaker change. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and elevating lead pacing impedance with greater than double rise from the baseline impedance which has been trending over the last 14 months. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.